Event description:
((B)(4)). The dentist reported after 6 months that the dental implant was installed in intra-oral region # 14 it was verified its non-osseointegration. Pt presented low bone quality (bone type IV) and bone graft was executed.